Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that there were touchscreen issues. The customer stated that the touchscreen had previously been replaced but was not sure if the replacement was new or used. The customer informed the remote service engineer (rse) that they planned to order a new touchscreen. The customer stated that they had ordered and replaced the touchscreen to resolve the issue, and the ventilator was now working fine and was back in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient harm reported.